Event description:
Customer reported a pixel issue on the pump display, which affected their ability to interact with pump and read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for pump replacement and instructed customer on backup therapy using multiple daily injections to ensure insulin delivery was not interrupted.